Manufacturer narrative:
The device was received and evaluation was completed. The device history record (DHR) review did not identify any issues during the manufacturing of the device that may be related to the current complaint nor did the review reveal any evidence of nonconforming product. The event history log review was completed and it noted the presence of system error 345 in the log. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation while running a loaded set. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause was determined to be a failed downstream sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement associated with this event. No additional information is available.